Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 66-year-old caucasian female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the right side post-operatively. The patient was having issues with implant positioning. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
On november 16, 2023, mentor received additional information regarding the patient's diagnosis. It was reported that the patient had experienced tightness and being higher in the beginning post surgery. The patient was advised to wait 6 months, however, the symptoms did not resolve. The patient also mentioned losing pigment on the breast nipple. The breast also had superiorly mispositioned with more upper pole fullness. The patient's weight was updated 185 lbs. On november 29, 2023, mentor received additional information regarding the impacted device. Mentor reached out to the healthcare provider after noticing a mismatch in the device information. The healthcare provider mentioned that the patient failed to mentioned that she had a previous revision on her right breast. On december 05, 2023, the healthcare provider reported that the correct lot number for the right breast prosthesis was 7575170. Section d of this report has been updated to reflect this information. The implantation date for the device with lot 7575170 is currently unknown. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On december 07, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On december 15, 2023, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 20, 2023, mentor received additional information regarding the event. Unaesthetic appearance of the breast was also a preoperative diagnosis; the patient had a lot of asymmetry. This was addressed with a mastopexy and capsulectomy. The device date of implantation was determined to be (B)(6) 2018. This date was updated back into section d6a. Of this report. Manufacturer¿s reference number: (B)(4).